Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed, upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The battery gauge depleted approximately 50% in less than an hour. The customer's blood glucose (bg) level was impacted (49 mg/dl). The customer consumed candy to address low bg level.